Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Event description:
The manufacturers field service engineer replaced the power supply.

Manufacturer narrative:
Power supply ordered; service not completed yet.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator would not power on. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturer's field service engineer (fse) was able to duplicate the reported problem. A power supply has been ordered for service of the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.